Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles inside the fill channel, a crack opening, a flat crease. Leak test was performed and found opening on crack opening on the diaphragm valve. A microscopic analysis was performed which identify crack opening on the diaphragm valve. Based on the device analysis the final assessment is a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.